Event description:
It was reported that the procedure was to treat a lesion in the distal left anterior descending artery with moderate tortuosity and calcification. Pre-dilatation was performed, and the 3.5 x 33 mm xience prime stent was deployed at 10 atmospheres (atm); however, a proximal edge dissection was observed. A new xience prime stent was implanted to treat the dissection, and the procedure was completed successfully. The patient had a good outcome and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Intimal dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The lot history record (lhr) was reviewed for the reported lot and there is no indication of a product quality deficiency.